Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the power cuts during operation. There was no backup device available and no delay or patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Rf generator failed for voltage cal failure after power up. Unit failed with voltage cal failure error messages occurred during testing. Rf generator fails during test with a power reset (off/on). Cause of failure during high power test was a defective rf pcb. Unit passed functional testing after a known good rf pcb was installed. The complaint investigation has concluded that the cause of the errors is a defective electronic component on the rf pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.